Manufacturer narrative:
(B)(4).

Event description:
It was reported the #2 and #3 electrodes were fractures. The device was programmed around the fractures. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.